Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1, inratio: 5.7, lab: 4.6. Patient 2, inratio: 6.4, lab: 5.4.

Manufacturer narrative:
Investigation pending.